Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an optical error. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The video cable was broken causing b30 communication error. Additionally, a dent outer tube was found, the plug of the video cable section was damaged and the protector of the cable section was cut. The investigation was unable to determine the exact causes of the failures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No new information was provided from the customer.